Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. Date of issue is an approximation. The patient stated the sensor failed and her husband found her to be sweating due to hypoglycemia. He provided her with honey to raise her sugars. At the time of contact, the patient was doing good. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.